Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal end of right coronary artery. A 3.50x16mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR. : promus element ,mr,ous 3.50x16 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal end of right coronary artery. A 3.50x16mm promus element drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.